Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. (B)(4) lot number unknown. This report is for unknown plate/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient returned to the surgeon on (B)(6) 2017 for a six week post-operative follow-up for a great toe fusion. X-rays were taken and the surgeon noted that the plate on the first mpj (metatarsophalangeal joint) was broken. The physician is not going to take any action at this time. He is going to follow the patient and see if the her toe fuses. There is 1 device in this complaint concomitant devices reported: screws. This report is 1 of 1 for (B)(4).